Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) exhibited signs of the right ventricular (rv) lead being reversed in the header. The device failed to cardiovert the patient in both initial and reversed polarity during defibrillation threshold testing at implant. P-waves were noted on the shock channel electrogram, though they were still small relative to the patient's r-waves and impedances were within normal limits. Boston scientific technical services (ts) advised the field representative try shocking the patient in different lead configurations and if that failed, to consider replacing the rv lead. The patient's device was reprogrammed to maximum output and they were referred to an electrophysiologist for reevaluation. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was seen for follow-up and high defibrillation thresholds/nonconversion continue to be observed. Shock impedances were within normal limits. Ts advised that given impedances are returning within expected range, the issue may be patient condition and/or a lead placement issue if there was no noise observed on the rv lead. The field representative was unable to provide further detail as to what, if any, action will be taken. No adverse patient effects were reported. This product remains in service.

Event description:
Additional information was received indicating a revision procedure was performed wherein this ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) including new right atrial (ra), epicardial left ventricular (lv), and subcutaneous array defibrillation leads. The pace/sense portion of the patient's chronic rv lead remains in service. A defibrillation threshold (dft) test was performed at the revision procedure where the patient was successfully cardioverted. No adverse patient effects were reported. This lead remains in service.